Event description:
Rptr first heard of the implant in 1989 and began to research the data, by contacting MFR. Rptr was informed there were only two surgeons in his state that performed this surgery. Rptr was informed that there was a 65% possibility that if the implant was installed, rptr's wife would be able to hear and understand speech. Rptr also checked with another surgeon from another state who gave him a percentage of 75%. Based upon this outstanding sales pitch, rptr decided to proceed. A sound chamber test, then insertion of a needle through the eardrum ($145), an auditory exam ($200), and a cat scan ($349) were done. The percentages seemed very favorable, although rptr's wife had been deaf for 37 yrs. The surgery was performed in 11/89. After the surgery she had no feeling in a large part of her scalp. She started having terrific headaches. When the stitches were removed, the surgeon was informed of this. His total comment was "oh! She is just weird!" After the headaches continued dr made arrangements for another cat scan to see if there was any sign of a clot or some other problem. Rptr's wife had the scan ($453). After the processor was fitted ($200), rptr's wife could hear the telephone for about an hr. The continuing tuning was done by an inexperienced audiologist. Within an hr, the power of the processor would be gone. Each visit was billed to rptr as, "with medical supervision." After several months of this, there was no improvement. Co replaced the processor, because of a "high voltage drain." Another audiologist tested device and his comment was "this processor has been programmed all wrong. We will start over." After visit, the processor was slightly better. An experienced therapist came to the conclusion that the processor was not working. Co's factory rep attempted to get rptr's wife's equipment operating. The final conclusion was "the processor is hearing something, that's as much as I can tell you!." The processor was exchanged. Rptr has met approximately 20 recipents of the implant and only 3 have had any success with it. The remainder are still having headaches, loss of feeling in their scalp and have finally given up all hope of it being of any value to them. The sales pitch of people who make the co's presentations, conduct training, or perform the surgery, give an entirely different picture.